Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl and her sensor glucose level was 50 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The customer's insulin pump went into threshold suspend as a result. Standard troubleshooting was performed. The customer stated she had received calibration errors from her sensor. It was discovered that the sensor's cannula was bent. The customer was advised to calibrate her sensors three to four times per day. The customer was sent replacement sensors. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed that the customer received the sensor in said condition due to the sensor being returned opened and used.